Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-01473, 9616099-2007-01474. Additional information will be submitted within 30 days of receipt.

Event description:
Five months following the index procedure, the patient sustained ventricular tachycardia (vt) and subsequent ventricular fibrillation (vf). The arrhythmic event was not preceded by chest pain. Prolonged basic life support (bls) was performed and the patient entered a neurological coma due to prolonged brain anoxia. Three months later the patient died of cardiac arrest. The patient was a male with a history of previous pci, previous CABG, hypertension, smoking, cerebrovascular disease, and mild liver disease. The target vessel as a svg bypass graft that led to the first diagonal. The first target lesion was ostial, the second target lesion was in the body, and the 3rd lesion in the distal anastomosis. Prior to the procedure the patient was taking aspirin and beta blockers. The indication for the procedure was stable angina pectoris. At the time of the procedure, the patient was given aspirin, clopidogrel, and heparin. The first lesion had a vessel diameter of 3.5mm and a length of 15mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0. Pre and post procedure timi flow was 3. The lesion was an in-stent restenosis of an ultra bare metal stent. The lesion was moderately tortuous with little to no calcification. Thrombus was present. There was no pre-dilation. The 1st stent implanted, implanted at 24atm. The stent was post-dilated with a 15x4.5mm balloon at 18 atm, because it was not fully expanded. The 2nd lesion had a vessel diameter of 3.5mm and a length of 20mm. Pre-procedure stenosis was 80% and post-procedure stenosis was 0. Pre and post procedure timi flow was 3. The lesion was de novo, with moderate tortuosity and little or no calcification. Thrombus was present. The vessel was not pre-dilated. A device was implanted at 20atm. It was post-dilated because the stent was not fully expanded. The post-dilation was done with a 15 x 4.5mm balloon at 14atm. A distal protection device was used. Ivus was not used. The 3rd lesion had a vessel diameter of 3.5mm and a lesion length of 15mm. The pre-procedure stenosis was 80% and the post-procedure stenosis was 0. Pre and post-procedure stenosis was 3. The lesion was de novo, with moderate tortuosity with little to no calcification. Thrombus was present. The vessel was pre-dilated with a 9 x 4mm balloon at 20atm. A device was implanted at 18atm. Post-dilation was conducted with a 9 x 4mm balloon at 20 atm because the stent was not fully expanded. Ivus was not used. Thrombus aspiration was conducted. The patient was discharged the next day. Medications at discharge were aspirin, clopidogrel, and beta blockers. Approximately five months after the index procedure, the patient had a cardiac arrest due to sustained vt and a subsequent vf occurred at home. The arrhythmic event was not preceeded by chest pain. Prolonged bls was performed. At the hospital, no st-t changes were observed on EKG. Cardiac enzymes were negative and did not change over time. Hemodynamic parameters were stable. A neurologic coma due to prolonged brain anoxia was diagnosed and was ongoing. The patient passed away 3 months later. The cause of death is noted as cardiac death with no evidence of stent thrombosis.